Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that she was unable to insert her onetouch verio test strips into her blood glucose meter. The patient did not allege any harm or injury because of the reported issue. The patient informed the customer care advocate that the test strip was allegedly bent when she removed it from her blood glucose meter. The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that she was unable to insert the subject test strip into the her blood glucose meter. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.